Event description:
It was reported that there was an overstimulation sensation. It was noted that on the day the patient was implanted, he was leaving recovery in an elevator and was in a motorized wheel chair. It was noted the patient felt stimulation that brought him to his knees and he couldn¿t get his stimulation off fast enough when he felt that sensation. The reporter noted that the patient had another episode after implant when he went to sleep with his therapy on. It was noted the patient woke up to answer the phone and his ¿lefts were like rubber.¿ it was noted the stimulation sensation was much higher in the standing position from laying. The reporter noted that the patient¿s adaptive stimulation was on. It was also noted that the healing process after the implantation was a very painful experience. The reporter noted that the stimulation therapy was working for the patient like nothing else had and that the patient was very happy with the results. It was noted the patient had a follow up appointment with the health care professional on (B)(6) 2013. The reporter noted that the patient went through withdrawals from not taking medication. It was noted that the patient had been taking medication for a very long time. The reporter noted that since using the stimulation therapy, the patient had not taken some of it for the past week which the patient stated had never happened before. It was noted that the patient was still taking some medication for pain. The reporter noted that for the past 2 years the patient had slept in his recliner chair because of his pain and had slept in his bed on the night prior to the report for the first time in two years. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient, product ID 97754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).